Manufacturer narrative:
Event date unknown. One device was returned for evaluation. Visual inspection revealed the device in used condition. Event history log did not record the reported error. Functional testing was unable to replicate the reported issue; the device passes accuracy testing. The probable root cause was determined to be the expulsor. The expulsor assembly was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed volume testing by 25 percent. There was no patient involvement and no patient harm.